Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and was able to reproduce the complaint. While troubleshooting, fse found the stepper drive motor of the test cup picking assembly unit was not operating properly to its home position. Fse attempted manual operations on the test picking assembly, but the error persists. Fse resolved the complaint by replacing the test cup picking assembly unit. Fse repaired and validated the analyzer by successfully performing adjustments and alignments of the test cup picking assembly. Additionally, fse ran quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 28may2022 through aware date 28jun2023. There were no similar complaints identified during the search period. The aia-900 operator's manual under section12: error messages states the following: (4151) c.trans-z home detect error cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the reported event was due to faulty stepper drive motor which is part of the test cup picking assembly unit.

Event description:
A customer reported error messages ¿4151 c.trans-z home detect error¿ on the aia-900 analyzer. Prior to the call, the customer restarted the analyzer, but the error persists. Technical support specialist (tss) instructed the customer to check the waste container and it was not full and no waste lodged in the waste chute. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol (e2), beta human chorionic gonadotropin (bhcg), follicle stimulating hormone (fsh), luteinizing hormone (lh ii) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.